Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wooden handle of a cannulated screw driver broke off during an unknown surgical procedure on (B)(6) 2017. Another device was immediately available for use. No fragments were generated. There was no surgical delay or medical intervention required. The procedure was successfully completed and patient outcome stable. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.